Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported receiving a new shipment of sensors from their supplier, which unexpectedly included freestyle libre 3+ continuous glucose monitoring (cgm) sensors instead of the usual dexcom g7 sensors. The user paired the new sensor to the abbott libre 3+ app and recorded a blood glucose (bg) of 348 mg/dl after being without a sensor all day. The user began insulin delivery through the ilet system upon sensor setup. The highest blood glucose (bg) recorded was 348 mg/dl. Bg was corrected by resuming ilet insulin therapy. No symptoms were reported during the event, and no medical intervention was required at the time of call.